Event description:
It was reported that patient is receiving radiation therapy. It was also reported that the device had a power on reset. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Por (power on reset) ride-thru with potential cause radiation therapy.

Event description:
It was reported that patient is receiving radiation therapy and patient's device had a power on reset. It was also reported that patient's device was beeping but when the device was interrogated, patient checks out fine. Device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.